Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that the patient had a concurrent procedure of a laparoscopy performed during mesh implantation. It was reported that the patient had an appendectomy on (B)(6) 2011 and a mesh removal on (B)(6) 2012.

Manufacturer narrative:
It was reported that the patient underwent transvaginal mesh excision on (B)(6) 2014 by dr. (B)(6) due to eroded vaginal mass.

Event description:
Details: it was reported that the patient underwent transvaginal mesh excision on (B)(6) 2014 by dr. (B)(6) due to eroded vaginal mass.

Manufacturer narrative:
It was reported that due to pain and recurrence of urinary incontinence the patient underwent mesh revision/ removal on (B)(6) 1012. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/17/2017. Patient codes: (B)(4) obstruction, (B)(4) incontinence. It was reported that following insertion the patient experienced bladder outlet obstruction and persistent incontinence.

Manufacturer narrative:
Additional narrative: it was reported that following insertion the patient experienced urinary frequency and urinary urgency. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.